Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reportedly experienced elevated blood glucose levels from 241-335; took correction via pump without success. Caller was referred to the ER; treatment received was not provided. Caller reported a blood glucose reading of 121 mg/dl after the ER visit. Requested return of the alleged device for evaluation and replacement was sent.